Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6). Another mail info: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the balloon catheter had catheter restriction error. The balloon was disposed off and based on the clinical findings, it might be due to a kink in the catheter. No harm or injury to the patient was reported.